Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: cut on heat shrinking tube of forceps elevator (fe) lever. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a cut on heat shrinking tube of forceps elevator lever, and expected insulation capacity could not be obtained. There was no patient involvement.